Manufacturer narrative:
To date, the reporter has not provided the item code or complete lot number. As a result, the UDI could not be identified. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the luer lock syringe tip broke off into extension tubing after ampicillin administration.